Event description:
Meter display was missing segments. The last time patient used their meter was less than one month ago. Patient visited their physician for assistance. Their blood sugar was tested but the result obtained on the physician's meter was not reported but it was low. Patient was feeling dizzy at the time of concern. No treatment was reported. The patient's meter was new. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.